Manufacturer narrative:
Gregory j. Nadolski et.al. Thoracic duct embolization for nontraumatic chylous effusion experience in 34 patients. Thoracic duct embolization (tde) is an acceptable alternative procedure for treating traumatic chylothorax. The purpose of this study is to demonstrate efficacy of tde in treating nontraumatic chylous effusions. Thirty-four patients were included (mean age, 59 years; 27 female patients). The onyx was not available for evaluation as this event was captured through literature review and the onyx was used in the patient during the procedure. There is no evidence suggesting the onyx was defective. The cause of the reported event cannot be reliably determined, however, per the reported information, review of the IFU, and review of the literature to investigate this event, the most likely cause is procedure related. There is limited information on the reported event. Additional information has been requested regarding this case. Should the requested information become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that it was reported that thoracic duct embolization (tde) with onyx was not effective due to the nonocclusive plug it created in the lymphatic fluid.